Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to use injections until they received a replacement pump. No further details given.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor passed motor test. No compromised force sensor system alarm. The insulin pump was received with currents within specification. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.